Manufacturer narrative:
The aware date should have been 01-03-2020 in the initial report. One medfusion pump was received with a crack on the right plunger case and missing serial label on the bottom case. The event history log was reviewed. Calibration verification was performed on the force sensor, size and position on both qc slugs. Force sensor reading at 0.00 lbs. Was -0.33 lbs. (-0.4 to 0.4), syringe size - qc large slug 1.1266 (1.256 to 1.272), qc small slug 0.258 (0.248 to 0.264), plunger position - large qc slug 4.945 (4.923 to 4.963), small qc slug 0.369 (0.349 to 0.389). The reported over delivery issue was confirmed. A software issue was identified and no repairs were conducted since the pump was sent back for investigation only.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd medfusion pump, a 60ml syringe ran dry, while the pump was delivering a bolus during a continuous infusion. The reporter indicated that the entire bolus was not delivered before the syringe run dry, subsequently a new 60ml syringe was placed on the pump and "yes" was selected for "continue same infusion?" Prompt. Following this, it was reported that the IV line was primed and the start key was pressed, and the screen stated that there were 6 seconds remaining on the bolus. The reporter also indicated that after the user selected "yes" to "continue same bolus?", the time remaining on the bolus changed from 6 seconds to 55 minutes and begun infusing the bolus and the entire syringe would have been delivered by the pump in a matter of minutes. No adverse effects were reported in this event.